Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2009 - pt was implanted with a bard/davol mesh during a abdominal sacrocolpopexy procedure and a non-bard/non-davol tvt sling; on (B)(6) 2009 - pt had an md office visit with complaints of abdominal discomfort. Five days later, the pt went to the hosp ER for complaints of right lower quadrant abdominal pain and constipation. The pt was diagnosed with abnormal tenderness; on (B)(6) 2009 - pt underwent an upper gi endoscopy and colonoscopy with a diagnosis of gastritis, hiatal hernia, colon polyps and diverticulosis. No operative details provided; on (B)(6) 2010 - pt had md office visit with complaints of right lower quadrant pain near the right aspect of the abdominal incision, no incisional hernia was palpated. Per md noted "on exam there was no mesh exposure."; on (B)(6) 2010 - pt had some rectal bleeding and underwent a colonoscopy. She was diagnosed with colon polyps, diverticulosis and hemorrhoids; on (B)(6) 2010 - pt was diagnosed with dyspareunia, pelvic pain and underwent diagnostic laparoscopy, lysis of adhesions and explant of the bard/davol flat mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused of contributed to the reported event. The medical records indicate the pt was treated for adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. A mfg review was performed and found no evidence of a mgf related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. Note: section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.